Event description:
It was reported patient's wife found him dyspneic and trying to get a nebulizer treatment. Patient became unresponsive when police there and CPR was begun. Was taken to the ER in asystole and not able to be resuscitated. Physician reports review of the ems strips "looks like his aicd fired once, and they externally shocked him from a fine vfib to asystole." Bedside ultrasound showed no cardiac activity and no effusion. Physician also reported "the ICD should have fired 6 times before stopping when the arrhythmia did not terminate. It is possible that resultant very fine vf was not detected by the ICD, which may explain why ems saw only one shock." The cause of death has been requested and not received.

Event description:
It was reported patient's wife found him dyspneic and trying to get nebulizer treatment. Patient became unresponsive when police there and CPR begun. Taken to ER in asystole and not able to be resuscitated. Physician reports review of the ems strips "looks like his aicd fired once, and they externally shocked him from a fine vfib to asystole." Bedside ultrasound showed no cardiac activity and no effusion. Physician reported "the ICD should have fired 6 times before stopping when the arrhythmia did not terminate. It is possible that resultant very fine vf was not detected by the ICD, which may explain why ems saw only one shock." Physician later reported cause of death was respiratory arrest, death not related to device or lead system, and no autopsy done. Asthma attack reported as circumstance surrounding death. Patient last seen in clinic (B)(6) 2010, was not pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku